Event description:
Customer reported to beckman coulter, inc (bec) that the coulter lh 750 hematology analyzer had a fluid leak on the left side of the instrument. Customer reported that the leak was under the instrument, on the counter. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found bloody leakage coming from a cut I-beam tubing through valve vl13. The fse replaced the tubing.

Manufacturer narrative:
(B)(4).